Event description:
It was reported that ¿something did not work¿ with the patient¿s implantable neurostimulator (ins) and that ¿they had to take it out as a result.¿ it was noted the manufacturing representative was sending the ins back for analysis. Additional information stated the patient¿s physician ¿wanted a report to confirm nothing was wrong with the device if the patient questioned.¿ it was stated the patient ¿identified it did not work.¿ it was noted the patient ¿recovered without sequela.¿ additional information from the patient¿s physician reported the device ¿did not provide analgesia¿ for the patient. It was stated that in 2012, the patient¿s device was ¿programmed to cover all areas of reported pain¿ and that the device provided ¿no analgesia.¿ it was further stated the ¿patient requested explant as the device was non-analgesic.¿ it was noted the patient did not require hospitalization and they ¿recovered without sequelae.¿ additional information stated the patient¿s ¿ins and leads were explanted.¿ it was noted that ¿something¿ was noticed on a patient x-ray and the manufacturer representative and patient¿s physician were ¿speculating it was the titan anchor left behind in the scar tissue.¿

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3777-60, serial# (B)(4), product type: lead. (B)(4). Analysis of the implantable neurostimulator found ¿insignificant anomalies.¿ analysis of lead (B)(4) revealed the insulation was ¿cut.¿ analysis of lead (B)(4) revealed ¿the #12 conductor was broken.¿